Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. This patient had been in nursing facility and the initial wound was treated with betadine and a pressure dressing; furthermore, this patient came back to clinic due to infected incision. The patient was treated with antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.